Event description:
During removal of port, under fluoroscopy it was noticed that the distal tip of the catheter was broken off. Pt required second procedure in cath lab to snare loose catheter piece from the right ventricle.